Event description:
The customer reported to customer service that when she went to turn her breast pump on, she saw sparks coming from the bottom of the transformer "box." Upon examination of the power supply, they saw exposed wires. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Multiple attempts were made to contact the customer to get additional complaint info, including a final attempt by letter on (B)(4) 2011, but all were unsuccessful. The power supply, however, was received from the customer. In summary, a breach in the installation on the dc output cord at the strain relief was present, exposing wires and causing a short which could result in sparking. Should additional info be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed no deformations or breaches of the transformer housing. A visual examination of the cord revealed twisting and exposed wires at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 0.39 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as open to 0.77 ohms, which indicates that there is an intermittent short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 57.5 ohms, which is normal and indicates that the thermal fuse did not blow.